Event description:
The ventilator is not completing the power on self test. The leds illuminate just for a few seconds then go out and it tries to begin the test again but it's the same situation. The turbine is not working and for turning it off user has to disconnect and the alarm begins to sound and display vent inop.